Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels read high (>400 mg/dl) while wearing the pod between 1 and 4 hours. The patient applied a new pod prior to going to the hospital emergency room. Once at the hospital emergency room the patient was treated with intravenous fluids as well as 5 units of manual insulin. The patient was at the emergency room for 4 hours. The patients reported blood glucose level while on this call was 103 mg/dl.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.